Event description:
The hcp explanted the pump with no reason for removal given. It was replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.